Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/5/2023, it was reported by a sales representative via email that the drill and drill guide from an ar-8717ds-0910 dynanite nitinol staple implant system got stuck. This was discovered during a bunion akin procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed based on the customer's attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be attributed to user error, as the evaluation of the picture shows damaged/lines on the drill.